Event description:
It was reported that the patient normally had the intrathecal pump filled at the physician's office. A few days before the patient was to have it filled, she ended up in the hospital with an infection. The patient's refill appointment was set up for (B)(6) 2012. The patient's alarm date was (B)(6) 2012. Family reports they did not hear an alarm today, (B)(6) 2012. The patient was currently showing no signs or symptoms of under dose or withdrawal. The hospital planned to release the patient with oral baclofen due to the hospital not feeling comfortable filling the intrathecal pump. Family didn't know when the patient would be released from the hospital and would be able to go to the managing physician's office. The plan was to contact the managing physician. The health care provider (hcp) later reported that the date of last refill was (B)(6) 2012. The date/ onset of infection was (B)(6). The patient was treated with IV antibiotics. There was no drug withdrawal. The risk factor for the patient prior to implant was debilitated status. The hcp further reported that the patient died; (date of death is approximate as no date of death provided) probable renal/pulmonary infection, toxic shock; not device related. The pump delivered compounded baclofen.

Manufacturer narrative:
Product 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unknown. (B)(4).